Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The scope was returned to olympus for evaluation. The evaluation confirmed the reported scope problem. Multiple excessive buckles were found on the insertion tube of the scope between 30cm and 50cm mark; however, no sharp edges were found as the insertion tube passed the cotton test. Additionally, the scope was found with minor scratches on the distal end cover and distal end cover glue. The scope was serviced and returned to the user facility. Based on the reported event and evaluation findings, user handling of the device could not be ruled out as a contributing factor to the reported event. The instruction manual provides warning and caution statements in an effort to prevent patient injury and equipment damage. ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed that during an unspecified procedure, the user mishandled the scope and caused it to loop / buckle inside the patient's stomach, going through the esophagus, causing damage to the nasal and mouth area of the patient. It is unknown if the procedure was completed. The patient¿s outcome is also unknown.